Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to a mechanical issue from a cylinder bulge. A new inflatable penile prosthesis was implanted. No patient complications were reported.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to a mechanical issue from a cylinder bulge. A new inflatable penile prosthesis was implanted. No patient complications were reported.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to a mechanical issue from a cylinder bulge. A new inflatable penile prosthesis was implanted. No patient complications were reported.

Manufacturer narrative:
Upon receipt of the pump of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. The ams 700 inflatable penile prosthesis (ipp) cylinders were visually inspected, leak/pressure tested and examined using a microscope. Both cylinders had wear at a fold in the middle and proximal portion of the cylinder body. Cylinder 1 had broken fabric threads in the middle and by the proximal cylinder body. It was noted, the cylinder inner tubing had bugled within the broken fabric threads. No leaks were found. Under microscope examination, the outer tubing was worn down as a result of bulging in the inner tubing. Cylinder 2 was leak tested and passed as performed. The ams 700 momentary squeeze (ms) pump was visually inspected, leak tested, examined using the microscope, and functionally tested. The tubing was worn down to the filament; no leaks were found upon inspection. A window quick connect (wqc) was returned intact on the reservoir kink resistant tubing (krt) section. It was undamaged and was cut off prior to functional testing. The ms pump was functionally tested and did not pass activation test 3. Product analysis was able to confirm the reported allegations.